Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 50 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 40 mg/dl. Customer reported that the insulin pump had audio issue and beep anomaly. Customer did hear difference between the audio volume. The troubleshooting was completed. The insulin pump will not be returned for analysis.